Manufacturer narrative:
The product investigation was completed. Visual analysis revealed that some bents were observed on the dilator; the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide) the hemostatic valve dislodged inside the hub could be related to the obstruction reported by the customer. A device history record review was performed for the finished device 00002001 number and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturers reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small for which biosense webster¿s product analysis lab identified that the hemostatic valve was found dislodged inside the hub component. The finding was identified on (B)(6) 2022. It was reported that while prepping the vizigo sheath, there was resistance when trying to advance the dilator into the sheath. The medical team reported that the dilator became kinked as well. The vizigo sheath was replaced and the issue resolved. The procedure continued. No patient consequences were reported. Resistance with sheath is not MDR-reportable. Dilator damage is not MDR-reportable. Hemostatic valve separation is MDR-reportable.